Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they received no delivery alarms. The customer's spouse stated that they had high blood glucose of 550 mg/dl at the time of incident. The customer's spouse stated that they treated the high blood glucose with manual injection. The customer's spouse reported that the no delivery alarm was resolved by a complete set change including the reservoir. The customer's spouse also reported that they had a bent cannula with high blood glucose of 555 mg/dl. The customer's spouse was advised how to prevent bent cannula. The insulin pump will not be returned for analysis.